Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness, dizziness and pauses. It was also reported that the right ventricular (rv) lead exhibited loss of capture, oversensing of noise resulting in "pauses in pacing." The lead was reprogrammed, capped and the system replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.